Event description:
It was reported that while using bd nexiva¿ closed IV catheter, single port the tubing clamp was discovered to be missing. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: there was no clamp in the indwelling needle , it happened in the CT department.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-07. H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received two units. During the visual examination, it was observed that the units were missing the clamp. The reported issue was confirmed. A missing clamp can occur during the manufacturing process. There is an automated vision system in place that inspects the products during manufacturing and preventative maintenance is regularly performed to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd nexiva¿ closed IV catheter, single port the tubing clamp was discovered to be missing. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: there was no clamp in the indwelling needle , it happened in the CT department.